Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that due to buckling of rv exposed coil, the rv backfilled was damaged causing coil not tight in place. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered difficulty placing the right ventricular (rv) lead due to the patient anatomy. It was noted that the patient had a difficult anatomy due to a double mastectomy and radiation. The vein took very sharp turns and it was felt that the lead was damaged with visible high voltage coil separation. A second lead was attempted and it too was damaged during the implant attempt due to the tortuous anatomy. The second lead was removed and eventually a third lead was placed. No patient complications have been reported as a result of this event.